Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the incident. The customer used soda, sugar, and candy to treat. The customer experienced symptoms such as nausea and lethargy. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also went high a few days after the low. The insulin pump will not be returned for analysis.